Event description:
After a procedure, a hospital employee was repositioning the surgical light when it detached and struck her in the head. The hospital employee was rushed to the hospital's emergency department. Maquet was informed that the nurse sustained a blow to the forehead which resulted in bleeding and swelling. The exact extent of any injury sustained has not been reported to maquet at this time. (B)(4).

Manufacturer narrative:
A maquet field service tech (fst) inspected the device and found that the sleeve securing the light head to the spring arm was cracked, causing the retaining pin to move out of position, and facilitating the detachment. The fst replaced the damaged sleeve and inspected the sleeves in all the other rooms. The hanaulux 2000 series operating manual mentions that the product are to be inspected by the operator every six months with attention to cracks in plastic parts. Maquet is not the primary service provider of these lights; they are maintained by the hospital biomedical staff. (B)(4). Maquet submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.